Event description:
A customer reported a charging issue where their pump did not begin charging despite trying various troubleshooting steps, such as changing the wall adapter and cable. There was no adverse impact on the customer's blood glucose level reported since the pump did not shut down or become unable to power on. The issue was resolved by using a different charging cable, and as a precaution, technical support agreed to send a replacement tandem wall adapter and charging cable.